Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed loss of prime warnings associated with low, non-zero forces. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated warnings. The force sensor calibration measured within specifications. The pump case was removed, and no damage was found to the force sensor circuit. Evidence of the complaint was found in the black box; however, the complaint was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.